Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in the inappropriate delivery of anti-tachycardia pacing (atp) therapy. No intervention was performed. The patient was stable.